Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the j10-p10 connection to restore function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system displayed collimator pot error cycle power error code. System would not boot up.